Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Once investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion following a stuck guidewire. The farawave ablation catheter with the inquire guidewire was selected for use during the procedure to treat paroxysmal atrial fibrillation (a fib). The physician had difficulty locating the guidewire and after several attempts, the guidewire took a downward loop, visible on the fluoroscopy, and appeared to be stuck. An attempt was made to remove it, but it was difficult to retract. The guidewire was then pulled which damaged both the guidewire and catheter. Tissue was found on the tip of the guidewire. Due to this, the procedure was cancelled. The pericardium was then observed to have a small amount of effusion, which then increased until it stabilized. No tamponade was observed, no drainage was necessary, but the patient remains under observation. The device will be retained by customer.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. Additionally, the reported pericardial effusion and tissue damage are known inherent risks of use of this device. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis there are three pictures attached to this complaint which evidence the device cage with a tissue entrapped on the tip, the guidewire lot number and the guidewire unraveled. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck, pericardial effusion and tissue damage are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported stuck guidewire. Based on the information provided, the reported events of pericardial effusion and tissue damage are known inherent risks of the farawave device. Tissue damage and pericardial effusion are expected procedural complication addressed within the IFU for the farawave catheter. The device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced pericardial effusion following a stuck guidewire. The farawave ablation catheter with the inquire guidewire was selected for use during the procedure to treat paroxysmal atrial fibrillation (a fib). The physician had difficulty locating the guidewire and after several attempts, the guidewire took a downward loop, visible on the fluoroscopy, and appeared to be stuck. An attempt was made to remove it, but it was difficult to retract. The guidewire was then pulled which damaged both the guidewire and catheter. Tissue was found on the tip of the guidewire. Due to this, the procedure was cancelled. The pericardium was then observed to have a small amount of effusion, which then increased until it stabilized. No tamponade was observed, no drainage was necessary, but the patient remains under observation. The device will be retained by customer.